Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-40179. (B)(4).

Event description:
Customer's mother reported that the customer experienced low blood glucose and was hospitalized on (B)(6) 2015. Blood glucose was 45 mg/dl; treated with food and glucose tablets. It was stated that the customer has been having low blood glucose intermittently for the last four and a half years. The cause of the low event is unknown. Mother stated it may have been an over correction but they are unsure. Doctor has reviewed the settings. During troubleshooting; it was stated that the drive support cap is normal. The reservoir was showing the same amount of insulin as shown on the status screen. Device was not exposed to a strong magnetic field; only to the metal detector at the airport. Current blood glucose is 129 mg/dl. It was advised to contact the doctor regarding the low blood glucose events.